Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported death. A review of the service history record was performed and revealed no failures or problems that were the same as or similar to the reported event. The event history log was reviewed and revealed no programming, malfunction, or iipv events that could have caused or contributed to the patient passing away. The device was determined to meet functional and electrical performance specification requirements per rite (returned instrument test evaluation) testing. A simulated therapy was completed with no issues noted and no leaks or abnormal pressures were identified during testing. An internal and external visual inspection revealed no problems related to the reported event. Upon conclusion of the investigation, no malfunction, abnormalities or iipv events were identified that could have caused or contributed to the patient passing away. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) who performed pd therapy with a homechoice (hc) device passed away due to myocardial infarction. In the month prior to receipt of this report (date unreported), the pt was hospitalized for an unknown reason. Subsequently, on an unknown date, the pt passed away. The cause of death was myocardial infarction. It was not reported whether the pt was discharged from the hospital prior to death. It was not reported if an autopsy was performed. No further information was provided. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.